Event description:
It was reported during the trial postoperative programming effective stimulation could not be obtained. The pt was taken back to the operating room and it was discovered the pt's trial lead had migrated. The lead was replaced with a new one and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.